Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43(an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm and pump error 40 alarm were recorded and found in the formatted history file/detailed trace file on (B)(6) 2024 10:01:00.000 and (B)(6) 2024 10:11:00.000. Pump error 40 alarm is the fatal error. This was the reason for the critical pump error (open book image) alarm. Pump error 40 alarm (line number 536 file number 121), suspected on sw. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 14-jul-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2024 13:54:00.000. (B)(6) 2024 19:19:00.000. (B)(6) 2024 19:29:00.000. Lostsensor2alert (781) was found on: (B)(6) 2024 19:47:00.000. (B)(6) 2024 19:57:00.000. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. Insert battery alarm was found on: (B)(6) 2024 18:02:37.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 43 alarm was found on: (B)(6) 2024 17:08:13.000, (B)(6) 2024 17:10:56.000, (B)(6) 2024 17:13:37.000. (B)(6) 2024 17:15:51.000, (B)(6) 2024 17:22:34.000, (B)(6) 2024 17:59:13.000. (B)(6) 2024 18:03:12.000, (B)(6) 2024 18:34:02.000, (B)(6) 2024 18:34:02.000. (B)(6) 2024 20:06:38.000, (B)(6) 2024 20:14:31.000. Pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. Pump error 43 alarm was confirmed, according in the formatted history file due to corrosion on the pcba1, pcba2 and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 40. Pump error 40 alarm, suspected on sw. Pump error 43 alarm was confirmed, according in the formatted history file due to corrosion on the pcba1, pcba2 and motor assembly noted. During visual inspection, corrosion was also found on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.